Manufacturer narrative:
Report inconclusive. Inadequate information was provided to determine what occurred in this event. In addition, inadequate information was provided regarding the ¿odor and misshapen.¿ no evaluations could be performed, as customer refused return of the devices. If the devices are returned in the future, product analysis may be performed. This report is submitted due to the indication the ¿the guide tip broke off in the cutting area.¿ previous investigation performed under (B)(4) determined that the likely cause for footed attachment damage where the tip breaks off is debris in the collet and improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Attachment has been in use for approximately 86 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two user facility reports were received. User facility report mw5060589 indicated the guide tip broke off in the cutting area and was safely removed without incidence. See also report mw5060588." Related user facility report mw5060588 indicated "during procedure while surgeon using a drill on an implant to be used, the drill bit produced a smell and became misshapen. Drill bit was immediately removed from field and replaced with different device. See also report mw5060589." On follow-up it was reported that the surgeon was performing a cranial orbital procedure. It was confirmed there was no patient or staff impact, nor delay related to the event. It was indicated the devices would not be returned at this time. In addition a corrected serial number for the attachment was provided. An additional hospital contact was provided, however no additional information could be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.